Event description:
The caller reported that the tube was placed in the patient and only lasted a few hours and then the cuff would not stay inflated. A non-routine replacement of the tube was required.